Event description:
It was reported that customer experienced repeated occlusion alarms, starting with alarm 2 followed by alarm 26, which continued to occur both when changing infusion sets and cartridges and during normal pump use, despite multiple attempts to resolve the issue. There was no adverse impact to the customer's blood glucose level. Customer had already tried changing insulin, cartridges, infusion sets, and needles several times per day for a month, as well as restarting pump, and during call was instructed to perform various troubleshooting steps including disconnecting tubing, tightening connections, delivering test boluses, and replacing cartridge, but occlusion alarms recurred and a ball of insulin was observed, so customer elected to stop using pump, switched to multiple daily injections for backup therapy, and pump was placed in storage mode and arranged for return under warranty with a replacement pump to be provided, with no further information expected.